Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt dn to rear cable was severed , all wires cut. The root cause for the severed cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.